Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that shortly after implantation where the patient was in the intensive care unit (ICU) with a ventilator, this right ventricular (rv) lead exhibited loss of capture (loc) and high pacing thresholds. The physician opted to add a temporary device. The physician suspects possible perforation as cause of the loc and various thresholds. However, the patient is not healthy enough for a revision procedure. At this time, the physician will continue to monitor the threshold and patient status. No additional adverse patient effects were reported. This rv lead remains in service.